Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the internal carotid artery. The small emboshield nav 6 embolic protection system (eps) was advanced to it's intended location; however, the filter would not deploy. Therefore, the eps was removed from the patient and resistance was noted with the guide catheter. The tip of the delivery catheter had separated in 2 pieces; however, the separated tip remained on the barewire. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another emboshield nav6 was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported separation of the dc pod which may have contributed to deployment failure was confirmed. The difficulty removing was unable to be confirmed as it was based on procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a cause for the reported difficulties. Based on the reported information and evaluation of the returned unit, the deployment failure may be the result of the separated distal shaft/dc pod. Although a definitive cause for the separation could not be determined, it may be possible that the distal shaft of the delivery catheter was restricted or entrapped within the calcified and tortuous anatomy, and during positioning, the separation occurred resulting in deployment failure; however, this could not be confirmed. The pod material was smashed and pinched further suggest that the pod may have been restricted within the lesion causing the damage. There was no difficulty noted during preparation, and the filter was noted to be fully loaded into the dc pod suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.